Manufacturer narrative:
As reported in a research presentation, abrasions, tears, and/or holes at the commissure were found after 600 million cycles in 5 of the 9 trifecta valves tested. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. The results / method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported through a research article identifying 19 mm, 21 mm and 23 mm trifecta that may be related to a leaflet tears and increase gradient. Specific patient information is documented as unknown. Details are listed in the attached article, titled internally vs. Externally mounted leaflets in surgical aortic bioprosthesis.